Manufacturer narrative:
It was reported that the dual flat panel yoke allegedly has a broken weld. A stryker field service technician (sfst) went to investigate the issue and found that the weld was broken. Stryker has suggested to the customer to remove the dual flat panel from service until the replacements can be made. There was no associated procedure, adverse events or injuries to report. The investigation is ongoing and a supplemental will be filed based on the results.

Event description:
It was reported that the dual flat panel yoke allegedly has a broken weld. There was no associated procedure, adverse events or injuries to report.

Manufacturer narrative:
On (B)(6) 2014, an investigation of nonconforming welds was initiated on chromophare dual flat panels (dfp) at the upper seam. It was completed on (B)(6) 2015. The investigation concluded that the upper seam welds on the units in inventory were measuring at 1-1.5mm wide, but were supposed to be 3 mm wide according to the technical drawing specifications. The root cause of this nonconformance was identified as a training issue with a new welder. Load testing was performed to determine the safety/risk factor of this nonconforming weld. With a damaged upper weld seam, the dfp yoke passed holding 12.6 times load and with a nonconforming but undamaged upper weld seam, the dfp yoke passed holding 20.6 times load without failing. The yoke is only required to hold 4 times load to be considered compliant. Hazards associated with this nonconformance would likely be limited or minor, and the likelihood for any hazards to occur is remote to negligible. Affected units remained in use in the field to be replaced on a per complaint basis due to this conclusion. Through product assessment by field personnel and photos provided to the quality engineer team, for this complaint, it was determined that this upper weld was cracked in the same manner identified by the (B)(6) 2014 investigation. In addition, the units associated with this complaint were identified in the (B)(6) 2014 investigations' affected serial numbers. The units have remained in use while awaiting repairs as the likelihood of related hazard is remote or negligible. The units will be replaced by stryker at the accounts' convenience due to manufacturing nonconformance.

Event description:
It was reported that the dual flat panel yoke allegedly has a broken weld. There was no associated procedure, adverse events or injuries to report.